Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported that the cycler was giving drain complication messages during drain 3/4. The patient contact stated that the pin on the stay safe connector was pushed by accident. The treatment was cancelled, and the patient was reported to revert to continuous ambulatory peritoneal dialysis (capd) to continue. Follow-up information with the patient contact revealed that the reported connector came loose, and fluid was found on the floor. It was not specified what connector was affected by this event. The patient was admitted to the hospital for peritonitis on (B)(6) 2017. The patient contact believed that the connector coming loose may have caused the peritonitis. The affected product was reported to be available to be returned to the manufacturer for physical evaluation. No further information has been made available at this time.

Manufacturer narrative:
Device evaluation device evaluation: the sample was not returned to the manufacturer and the lot number was not provided. Therefore, the reported complaint could not be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets (catalog 050-87216) shipped to this account within the selected time frame. A records review was performed on all lots identified. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
Additional information: clinical investigation-a possible temporal relationship between the connector becoming loose, the fluid on the floor, and the adverse event of peritonitis and subsequent reported hospitalization may exists. However, additional information (such as the discharge summary from the hospital, lab results, treatment details, patient comorbidities, and patient disposition) is needed to make a possible determination of possible causality.